Manufacturer narrative:
(B)(4).

Event description:
We were notified that this lead has impedances of greater than 2000 ohms. The physician will monitor the patient. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.